Manufacturer narrative:
1. DHR/bhr review(lot#4145149): 1)the products of this batch were assembled at intima ii auto line 3 in jun 2024, and packaged at cfs package line in jun 2024. Work order quantity was (B)(4) pcs. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3.check the retained samples of this batch, no complaints about defects is found.take the retained sample for lie distance test, penetration force (including needle tip penetration force, catheter tip penetration force and catheter drag force) test. The test results show that all meet the product specifications. 4. According to the experience of previous market visits, it is recommended that customers should pay attention to the control of the initial puncture angle (15-30 degrees in principle) during the puncture process, which is conducive to feeding the needle and catheter into the vein. If the initial puncture angle is too low, the skin resistance to the needle and catheter entering the vein increase. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since no defective sample is received for relevant tests, and the use of the sample is unknown, the root cause of the complained defect cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information available.

Event description:
It was reported that bd intima-ii y 22gax0.75in prn ec slm npvc had a needle defect the patient was admitted to our hospital for treatment of tuberculosis, and on (B)(6) 2025, the nurse failed to puncture the patient during infusion using a closed IV indwelling needle, was obstructed in removing the needle, and found the needle bifurcated after removing the needle, and the patient was in significant pain, which increased the cost of the unit, and was reported as an adverse event for the medical device.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.